Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during routine inspection, it was discovered that the touchscreen appears to not be functioning. Touch inputs are not active. The device was not in use on a patient at the time of the incident, no patient or user harm occurred.